Event description:
It was reported the physician was implanting a 35mm gore helex septal occluder to close an anterial septal defect measuring 19mm. The device was deployed and locked; however, upon removing the delivery system, the device embolized to the bifurcation of the pulmonary arteries. The physician was unable to snare the device and the pt was sent to surgery for device removal and surgical closure of the defect. The pt was doing well following surgery.

Manufacturer narrative:
A review of the mfg records verified the lot was processed normally and all pre-release specifications were met.